Event description:
The patient reported that the device has "slid down" from where it was implanted. The patient also described that the device is not helping. The patient reported "feeling tired and getting worse." The patient further reported that radiation therapy for cancer caused the device to go off and that the patient "almost killed myself as I was driving when it went off." The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.